Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) (B)(4) and was visually inspected. The device was pressure tested and submerged in a water bath to check for leaks. Results: a visual inspection showed there was not enough glue in the patient end connector. The pressure test revealed the device was not performing within specification. The water bath test showed the leak was occuring at the proximal connector. Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leak was caused by insufficient glue being injected into the proximal connector such that it did not form a permanent seal during the assembly process. This suggests that the leak developed after the product was released for distribution. A lot check revealed no other complaints of this nature for the lot number provided. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient set appropriate ventilator alarms